Manufacturer narrative:
(B)(4). Event problem and evaluation codes- correction (B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm mobile application shut off unexpectedly occurred. It was determined that the unexpected cgm mobile application shut off was related to the mobile application. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.